Manufacturer narrative:
An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The may 2007 15-month uromax ultra complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corp that prior to a therapeutic urological procedure (date unk), the balloon catheter was inflated and burst during preparation. The device was inflated to 3 or 4 atms and burst prior to any pt interaction. No further info forthcoming.